Event description:
In 2006, a patient was treated with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component. In 2007, an angiogram revealed evidence of a distal type I endoleak, type ii endoleak, and aneurysm growth. The type ii endoleak was repaired with iliolumbar to lumbar liquid embolization. Three weeks later, a reintervention to repair the type I endoleak occurred. Coil embolization of the right hypogastric artery was done, followed by implantation of a contralateral leg component to the right external iliac artery. No further information is available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.